Event description:
The customer reports: was using ptd and the tip of the device broke off inside pt. They tried to retrieve it far longer than it took to do the actual procedure and it was left in the pt. The reported defect was detected during use. There is no patient injury. The patient condition is reported as "fine". There was a reported patient complication. Therapy was reported to be delayed/interrupted. Intervention - the user tried to snare the device tip but was unsuccessful. The user decided to leave the device tip in the patient.

Manufacturer narrative:
(B)(4). The customer returned a 5fr ptd catheter and rotator for evaluation. The device showed evidence of use. The catheter was returned within the assembly tubing. The distal portion of the pebax tip was separated. The separated tip was not returned. The separation point was slightly jagged, but uniform. No defects or anomalies were found on the ptd cable or rotator. The ptd catheter was inspected with the basket retracted and with the basket advanced and no defects were observed. The black tip remaining measured .16" indicating that at least 0.3556" of pebax was separated and not returned per product drawing. The returned ptd cable was able to retract and advance from the ptd catheter with minimal resistance. The returned ptd catheter was connected to an inventory rotator to functionally test the components. When the button was depressed, the catheter rotated as expected. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The customer reported issue that the ptd catheter tip was separated was confirmed during the complaint investigation. The remaining portion of the basket tip was attached to the distal end of the basket assembly and the broken edge was slightly jagged, but uniform. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined and further investigation of this issue will be documented the CAPA.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: was using ptd and the tip of the device broke off inside pt. They tried to retrieve it far longer than it took to do the actual procedure and it was left in the pt. The reported defect was detected during use. There is no patient injury. The patient condition is reported as "fine". There was a reported patient complication. Therapy was reported to be delayed/interrupted. Intervention - the user tried to snare the device tip but was unsuccessful. The user decided to leave the device tip in the patient.